Event description:
The user facility reported a 57-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed profuse access site bleeding. The physician removed the impella and inserted an intra-aortic balloon to resolve the issue. The patient was considered stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from the initial manufacturer device report. F.6 and f.8 dates were reported on the initial manufacturer device report and should not have been. H.6 codes 4641 and 4114 were reported incorrectly on the previously submitted manufacturer device report. A new code has been added to type of investigation codes. H.6 added code 925 in accordance with updated procedures since manufacturer device report was submitted. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.